Event description:
I paid (B)(6) for aligners from byte with the promise of a healthy smile. They have since failed to assist on multiple occasions when the aligners fit improperly. It has been over a year and I'm still in what should be the first month of treatment. I have reached out for help and keep getting absolutely nowhere. I got an outside opinion on the treatment plan and found that the aligners from byte were not only poorly designed for me, but would negatively impacting my health, causing jaw and bite issues. Byte refuses to stop treatment and refund, only wanting to have me keep going with my aligners. The weird bite makes my jaw hurt and click now when I bite. One of the aligners has also snapped because it was so flimsy.